Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; it was possible the sample was low-target. Hologic technical support (ts) relayed pas review to customer. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 278151 on panther instrument sn (B)(4) which had a discrepant sample. The initial result was positive (rlu 1226), then the sample was frozen at -80 c, thawed, re-aliquoted, and reran with a negative result. Customer then tested the sample on a fusion instrument using covid-19 pcr, which had a low positive result (rlu 38). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.